Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of an occlusion alarm was confirmed as the downstream occlusion alarm. The root cause of the downstream occlusion alarm was determined to be a broken door. To correct the condition, the pump head door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.